Event description:
Information was received from a consumer regarding a patient with an implantable drug infusion pump indicated for non-malignant pain and failed back syndrome ¿ other. The pump contained fentanyl with a dose of 100.09 mcg/day, clonidine with a dose of 375.35 mcg/day, and an unknown brand of baclofen with a dose of 300.28 ¿pg mcg/day¿. Drug concentrations were unknown. It was reported by a family member they were seeing an 8474 (pump reset) and 8478 (safe rate in use) error code on the patient¿s personal therapy manager (ptm). The codes were unresolved on the call. The family member stated she would call the doctor¿s office because the patient would need to have the pump interrogated to see what was going on. The family member stated they had not heard an alarm. No patient symptoms were reported. The bolus amounts of drugs were ¿fentanyl 7.5¿, ¿clonidine 28.12¿, and ¿baclofen 22.5¿.

Manufacturer narrative:
(B)(4) does not apply. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.